Manufacturer narrative:
The pod was received not deployed. Investigation of the download data from the pod found that the pod had been received in pod state 2, indicating that the pod had been filled but did not complete activation. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the pod from finishing activation and deploying. The soft cannula could not have dislodged from the infusion site as the soft cannula had not deployed.

Manufacturer narrative:
It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 373 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (leg), the pod's cannula was found to be dislodged. As treatment, a new pod was applied.